Manufacturer narrative:
Device received with cracked keypad overlay and scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had scratches on the display screen and was hard to read the screen. Customer¿s blood glucose was 85 mg/dl at the time of incident. Customer stated that the reservoir lip ring was not damaged. Troubleshooting was performed. The insulin pump will be returned for analysis.